Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator turned off by itself and on another occasion, it kept alarming that there was no oxygen supply, but the machine was connected to the oxygen port. The customer reported that the oxygen port was checked, and no fault was found. The procedure was restarted by trialing the portable oxygen cylinder and reconnected to the oxygen port on the wall and the v60 ventilator worked again. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that there was one incident (one device had the shutdown and no oxygen supply) but the users did not keep a note of the serial number involved ((B)(6) or (B)(6)) so they reported two serial numbers. Review of the ventilator diagnostic logs for serial number (B)(6) only goes back to april 20, 2022. The reported incident was reported to have occurred (B)(6), 2022. Any data from (B)(6) was overwritten. The ventilator diagnostic logs were reviewed for serial number (B)(6) and the reported issue was confirmed on serial number (B)(6) diagnostic logs. The device turned off and there were error codes indicating oxygen not available. The service provider (sp) inspected the devices and could not duplicate the reported issue. The sp performed performance verification testing (pvt) the units passed all testing.h4: manufacture date: 04/28/2020 d4: serial number: (B)(6).